Event description:
The patient was treated for left iliac venous / graft anastomosis in-stent stenosis. The 8x 80 x 80 evercross balloon was inflated several times in the graft prior to anastomosis inflation. Upon second inflation in-stent, the balloon ruptured at 14 atm. The distal part of the balloon looked like it remained inflated. An attempt was made to deflate the balloon using the inflation device and a 60 cc syringe, however it was unsuccessful and only blood was drawn back. The patient was sent to surgery to remove the balloon. This was successful and the patient is stable. The graft was clotted off, and had to be fixed in surgery by the physician.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The product was not received for evaluation but two cine images were provided. One image documented an inflated angioplasty balloon in a deployed stent. The stent appeared normally deployed (neither elongated nor longitudinally compress). There was a notable lateral compression (restriction) approximately 1/3 of stent length from one end but orientation (proximal/ distal) was not established. The restriction was less than 1 centimeter based on cell width. The balloon was inflated but approximately 1/3 of the balloon chamber was not as opaque as the remainder of the balloon. The clear section did not exhibit crisp borders and gradually transitioned between dark end light contrast starting approximately 1cm from the marker band on the other end from that associated with the stent restriction. There was a guidewire loaded through the vessel, balloon, stent. The other cine image documents what appears to be a retainer and a marker band over a guidewire. There was some background shadowing that may indicate a calcified environment but this could not be confirmed. The relevance of this image could not be established.